Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding an implantable neurostimulator (ins) that was explanted on (B)(6) 2016 for normal replacement. The physician noticed the external shield was peeling off the ins. It was reported the ins was implanted in 2004, however, the exact date is unclear.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.